Event description:
Device shocked inappropriately. ECG showed spikes consistent with shock, but ICD interrogation message was 'no shocks delivered'. 6/25/02: returned for inappropriate therapy. Unable to turn device off, which upset patient's family.

Event description:
Ni